Event description:
Pt reported the display on the infusion device intermittently goes blank. Further, there as "black splodges" on the display which make it difficult to read the information provided. She replaced the battery, but this did not resolve the concern. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.